Event description:
The patient contacted animas on (B)(4) 2013 reporting that they are having trouble with the buttons on the pump. The patient stated that they are difficult to press and take multiple presses to get them to work. The patient stated that it is mainly the ok button and backlight button. The patient stated that the audio bolus button is difficult to press as well. The patient stated that the keypad is intact over the buttons. The patient mentioned that they have had low blood glucose (bg) levels as low as 40mg/dl. The patient stated that once he was given glucagon by a family member for a low bg of 38mg/dl. The patient stated that he was unconscious and very confused. The patient stated that the paramedics showed up and he was taken to the hospital. The patient stated that he was treated and released. This report is being made due to the alleged hypoglycemic event the patient experienced due to an alleged audio bolus button issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/24/2013 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. There was no damage found to bolus button. Bolus button responds to presses appropriately. Bolus button removed and no damage found. There was no defect found.